Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump had a motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system test and excessive no delivery test due to motor error alarm during the rewind test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 150 mg/dl. The customer reported that they received a motor error alarm and changed the battery and was not able to rewind. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.